Event description:
It was reported that a fracture occurred. A 155cm truselect was selected for a transarterial chemoembolization (tace) procedure in the liver. During insertion, the catheter got fractured. The procedure was completed with a different device. There were no patient complications. The patient was stable post procedure.